Event description:
It was reported that after inserting an intraocular lens (iol), the surgeon realized that the wrong lens was inserted as their lens sheet had a wrong lens documented and so, had to remove and replace the lens within the same procedure. The incision was required to be enlarged in order to remove the lens and suture was used. There were no patient complications reported. No further information has been provided.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.